Manufacturer narrative:
The technician replaced the casters to repair the bed.

Event description:
Information received indicates the brake would set but not hold due to cracked caster supports on the head end of the bed.